Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced leg and hip pain since surgery and painful defecation. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.